Event description:
As reported by field clinical specialist, approximately 4 years, 6 months following a transfemoral aortic valve replacement, the 23mm sapien 3 valve exhibited restricted leaflet motion, predominantly on left cusp, per transesophageal echocardiogram. Per the echo report, aortic valve area was 1.07mm2, and vmax was 3.56. The medical team was looking at a possible valve-in-valve procedure versus halt. Per imagery review, the valve was under-expanded with 21.1mm at mid valve (waist) with halt on all 3 cusps. The anterior/lateral cusp was hypomobile and thickened, with a mean gradient was 22mmhg. A valve-in-valve procedure was successfully performed.

Manufacturer narrative:
A supplemental MDR is being submitted, due to imaging review being completed; however, the investigation for this report is ongoing. B4, g3, g6, and h2 have been updated. B5 and h6: component, health effect - impact, and device problem have been corrected.

Event description:
As reported by implant patient registry, approximately 4 years, 6 months following a transfemoral aortic valve replacement, the 23mm sapien 3 valve exhibited restricted leaflet motion, predominantly on left cusp, per transesophageal echocardiogram. Per the echo report, aortic valve area was 1.07mm2, and vmax was 3.56. The medical team was looking at a possible valve-in-valve procedure versus halt.

Manufacturer narrative:
The investigation for this report is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site. The valve was under-expanded and 21.1mm at mid-valve. There was hypoattenuated leaflet thickening (halt) on all 3 cusps. The anterior/lateral cusp was hypomobile and thickened. The mean gradient was 22mmhg. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Leaflet thickening and an under expanded valve in this case could narrow the opening (effective orifice area), and obstruct the blood flow, resulting in increased gradients. Thickened leaflets could also affect the function/suboptimal coaptation of leaflets, resulting in leaflet motion restriction. In this case, leaflet motion restriction, increased gradients, and thickened leaflets, leading to valve-in-valve reintervention, were confirmed, based on the provided imagery. The available information suggests patient factors (hyperlipidemia) may have contributed to the reported event of leaflet thickening; patient factors (thickened leaflets) and/or procedural factors (under expanded valve) may have contributed to the reported event increased gradients; and patient factors (thickened leaflets) may have contributed to the reported event of leaflet motion restriction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.